Manufacturer narrative:
All buttons were functioning properly on the pump. However, moisture damage was found on the keypad traces. The pump was received with a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner.

Event description:
The customer reported that he had a full battery on the pump and when he went to deliver a bolus wizard, none of the buttons were responsive. Customer's blood glucose was 78 mg/dl at the time of the incident. Customer stated that he did not receive any alerts related to button issues. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.